Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath. Prior to use, the neuron max 6f 088 long sheath was seen to be ovalized at the distal tip. The device was not used in the procedure.

Manufacturer narrative:
Result: the neuron max 088 distal tip was ovalized. The neuron max 088 was ovalized approximately 21.0 cm from the distal tip. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the neuron max 088 distal tip was flattened. Evaluation of the returned product was confirmed. The neuron max 088 distal tip was ovalized as well as the catheter shaft. This type of damage typically occurs if the product was improperly handled during preparation. The cause of this complaint cannot be determined. These devices are 100% visually inspected during process inspection for damage. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.